Event description:
During an in-service training by a getinge representative, it was noticed that he iab fill port tubing was broken away from the fill port on the cs300 intra-aortic balloon pump (iabp). The getinge rep advised the customer to send the pump to his biomed team for repair. The pump was removed from service. There was no patient involvement and no adverse event reported. Customer does not have a contract and does not use getinge for service.

Manufacturer narrative:
The customer has advised that the unit was repaired in-house and released for clinical use. No further investigation is required.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. At this time, the customer has not requested getinge to evaluate the iabp. Additional information is being requested from the customer with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us. The initial reporter named is a getinge employee who has different contact details from that of the event site; his contact information are as follows: (B)(6).

Event description:
During an in-service training by a getinge representative, it was noticed that he iab fill port tubing was broken away from the fill port on the cs300 intra-aortic balloon pump (iabp). The getinge rep advised the customer to send the pump to his biomed team for repair. The pump was removed from service. There was no patient involvement and no adverse event reported. Customer does not have a contract and does not use getinge for service.